Manufacturer narrative:
Sample collection and processing info was not provided. There were no result flags generated. The customer reran all of the pt's specimens to confirm the normal accutni results were reproducible. Quality control was recovering within range. System check data was not provided. Customer did not report any event log messages associated with this event. Service was not dispatched for this event. Root cause was not determined. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for add'l reportable events. This is event 1 of 2 reported by this customer. The related MDR is 2122870-2011-04576.

Event description:
Customer reported erroneous high accu tni (troponin I) test result was obtained for one pt when using a unicel dxc 600i synchron access clinical system. The erroneous test result was above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Repeat analysis was performed. The test results were normal. A corrected report was sent. The erroneous result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt management.